Event description:
It was reported that they have a problem with dignishield balloon inflation, used 3 different kits and was not inflating (lot #nghz0959), (lot #nghy2961), (lot #unk) or deflating (lot #nghz0959), (lot #nghy2961), (lot #unk) leakage also mentioned (lot #nghz0959), (lot #nghy2961), (lot #unk). It was used on a patient, and they made 3 attempts.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be cuff cannot be deflated occluded lumen / collapsed. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: deflating retention cuff to remove the catheter from the rectum, the retention cuff must be deflated. Attach the syringe to the green inflation port, and slowly withdraw all water from the retention cuff. 11. System care, maintenance, and monitoring of device a. Take note of the black position indicator line that is printed in the proximal segment of the tsz. Observe its relative position to the patient¿s anus. Observe changes in the location of the position indicator band as a means to determine movement of the retention cuff in the patient¿s rectum. This may indicate the need for the cuff or drainage tube to be repositioned. B. Change the collection bag as needed. C. Secure the bag cap onto each used collection bag and discard according to institutional protocol for disposal of medical waste. D. To ensure unobstructed flow of fecal matter from the drainage tube to the collection bag, frequently verify that the catheter and collection bag are positioned so that the catheter is not twisted, kinked, or externally compressed. E. Frequently verify that waste is not accumulating in the catheter drainage tube. F. Verify patient is not lying on drainage tube or ports in such a manner as to potentially cause discomfort or localized prolonged pressure. G. Check the retention cuff volume regularly to ensure proper inflation. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they have a problem with balloon inflation, used 3 different kits and was not inflating (lot #nghz0959, lot #nghy2961, lot #unk) or deflating (lot #nghz0959, lot #nghy2961, lot #unk) leakage also mentioned (lot #nghz0959, lot #nghy2961, lot #unk). It was used on a patient, and they made 3 attempts.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.